Event description:
It was reported that the patient presented for implant procedure. During the procedure, the leads exhibited loss of capture. It was noted that the leads were dislodged. Both the leads were not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
The reported events were device dislodgement or dislocation and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged with blood for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not identify any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not reveal any anomalies other than procedural damage.